Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 20x3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The edge of the stent was found lifted when the device was removed from the patient. The procedure was completed with a synergy stent. No patient complications were reported and the patient's status was good.